Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of gastric erosions could not be conclusively determined through this evaluation; however, the account communicated that they were likely related to aspirin use. A direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient had an upper gi endoscopy on (B)(6) 2019 which revealed erosions in the gastric body and the gastric atrium. There was also mild mucosal discoloration in the first and second portion of the duodenum. It was communicated that the erosions were likely related to aspirin use. The patient was seen by gi on (B)(6) 2019 and was instructed to have a colonoscopy to complete the evaluation. It was also noted that the patient has had chronic iron deficiency anemia. It was later clarified that the patient did not have bleeding during this event. The plan of care was to continue to follow. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists several adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there was no bleeding during this event.

Manufacturer narrative:
Section g4: manufacturer's aware date was inadvertently omitted from previous report. The correct date was (B)(6)2020. Section d4, h4: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had an upper gastrointestinal endoscopy on (B)(6) 2019 that showed a few erosions in the gastric body and the gastric antrum. There was some mild mucosal variance characterized by discolorization in the first and second portion of the duodenum. The erosions were likely related to aspirin use. The patient was seen by a gastroenterologist on (B)(6) 2019 and was instructed to have a colonoscopy to complete the evaluation. The patient has chronic iron deficiency anemia. The patient had an esophagogastroduodenoscopy. No further information was provided.